Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coils was beyond the expected upper range. The analyst noted that on (B)(4) 2015, the rv coil impedance rose to 110 ohms from a trend in the 40 ohms range. Additionally, on (B)(4) 2015, the svc coil impedance rose to 120 ohms from a trend in the 50 ohms range. (B)(4).

Event description:
It was reported that an alert triggered due to high impedance on the right ventricular (rv) defibrillation and superior vena cava (svc) coils of the rv lead. Svc and rv high voltage coil impedance trends appeared to be mirror images of each other. A fracture was confirmed and the lead was explanted and replaced. This is a sub muscular implant in a very fit and very muscular patient that is a rower. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The right ventricular (rv) lead defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead experienced varying impedance trends. Frequent noise was also noted on the rv tip to coil electrocardiogram. The patient experienced device alarms due to the lead issues and a remote monitor transmission also indicated an out of range right ventricular (rv) lead pacing impedance. The physician reported they have seen other cases of lead fractures with this lead in muscular patients with submuscular implants. The lead was reprogrammed without improvement and the lead was later explanted. During the explant of the lead, the physician discovered a suture was directly on the lead body near the area where the lead body and connector sleeve transition.

Event description:
It was further reported by the patient that they heard "beeping a couple of times," to include while driving and before sleeping, prior to the alert being confirmed.